Manufacturer narrative:
Reported event: an event regarding malposition involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: the device was not returned for inspection; however, photographs were provided for review. The photos show a recently explanted baseplate with biological material on it. Nothing can be determined based on the photos. -clinician review: no medical records were received for review with a clinical consultant. -product history review: product history review records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and patient history and follow-up notes are needed to complete the investigation for determining root cause. As requested, implant material composition was provided to the patient via email. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to posterior subsidence of the tibial baseplate. A cr knee was converted to a ps knee. Rep confirmed there were no allegations against the revised insert and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's right knee was revised due to posterior subsidence of the tibial baseplate. A cr knee was converted to a ps knee. Rep confirmed there were no allegations against the revised insert and that no further information will be released by the hospital or surgeon.